Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange due to concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Healthcare professional later reported "hole on patch side" and "particles in valve."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed three openings on the anterior and posterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ other technical: observed particles in the valve. As per the investigation procedure, creases, non-penetrating nicks and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.